Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Date of birth) info was not provided.

Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultrasmart was not powering on. The medical affairs specialist (mas) was unable to reach the pt for add'l info. This complaint is being classified based on the customer care advocate (cca) documentation. The reported issue first occurred 3 months ago. It is unk how often the pt typically tests his blood glucose levels or if he had a back up meter to use. As a result of the power issue, the pt consumed less food/drink on unspecified dates/times. At an unspecified time after the power issue began, the pt reportedly became thirsty. Info regarding the events leading to the symptoms was not specified, such as his activity levels, meals, medications, and other health conditions. No forms of treatment were reported as a result of the power issue. It would have been helpful to know if and when his symptoms went away. The customer care advocate (cca) walked the pt through troubleshooting and noted that the issue was unresolved with troubleshooting. The meter powered on successfully with the power button but not with a test strip. Replacement products were was sent to the pt. This complaint is being ruled out as MDR-reportable, due to the following conclusions: the pt allegedly developed symptoms suggestive of hyperglycemia after the power issue began.